Event description:
A clinical representative came across a case report during a search. Voice prosthesis ingestion causing intestinal perforation: a case report (clinmedjournals.org): short summary of the case report: this case report describes a 75-year old patient with a total laryngectomy with a history of visits to the hospital for various complications with his tracheoesophageal puncture and relapse of cancer. The patient had obstructions of the trachea that required interventions, was also treated for relapse of his cancer with radiotherapy and other targeted treatment, upon which he needed a percutaneous endoscopic gastrostomy for a year. He then presented with pulmonary nodules and resisted treatment. In 2020, he aspirated his voice prosthesis which was retrieved by bronchoscopy, and a shorter provox voice prosthesis was placed. However, after that he was admitted for another 3 episodes of aspirated voice prostheses, upon which the ent surgeon closed the puncture and introduced a fistula prosthesis. In 2021, the patient sought emergency care due to abdominal issues. A CT-scan showed foreign bodies within the ileum. A laparotomy revealed a perforation of the distal ileum at 15 cm from the ileocecal valve. A segmentectomy of the ileum was performed and 7 voice prostheses were removed, which based on the pictures provided seem to be provox vega voice prostheses (and at least one provox vega xtraseal). Antibiotics were administered. Results from pathology could not rule out inflammatory bowel disease (ibd) and the patient was therefore followed up with a colonoscopy and ileoscopy 6 weeks after the surgery, where biopsies were taken which were normal. Description of the product: provox vega and provox vega xtraseal are a one-way valve (prostheses) that keeps a te-puncture open for speech, while reducing the risk of fluids and food entering the trachea. Provox vega voice prostheses are not permanent implants, and needs periodic replacement. The prosthesis is available in different diameters and several lengths and is made of medical grade silicone rubber and fluoroplastic. The voice prosthesis is seated in a puncture in the wall between esophagus and trachea. Intended use: provox vega voice prosthesis is a sterile single use indwelling voice prosthesis intended for voice rehabilitation after surgical removal of the larynx (laryngectomy). Cleaning of the voice prosthesis is performed by the patient while it remains in situ. The provox insertion system is a sterile single use device intended for anterograde replacement of the provox vega voice prosthesis. This replacement procedure is carried out by a medical professional in accordance with local or national guidelines. The provox insertion system is not intended to be used for insertion of a voice prosthesis in a freshly made puncture.

Manufacturer narrative:
This report includes a theoretical investigation since no product was available and the information about the product is very limited. A clinical representative came across a case report during a search. Voice prosthesis ingestion causing intestinal perforation: a case report (clinmedjournals.org): short summary of the case report: this case report describes a 75-year old patient with a total laryngectomy with a history of visits to the hospital for various complications with his tracheoesophageal puncture and relapse of cancer. The patient had obstructions of the trachea that required interventions, was also treated for relapse of his cancer with radiotherapy and other targeted treatment, upon which he needed a percutaneous endoscopic gastrostomy for a year. He then presented with pulmonary nodules and resisted treatment. In 2020, he aspirated his voice prosthesis which was retrieved by bronchoscopy, and a shorter provox voice prosthesis was placed. However, after that he was admitted for another 3 episodes of aspirated voice prostheses, upon which the ent surgeon closed the puncture and introduced a fistula prosthesis. In 2021, the patient sought emergency care due to abdominal issues. A CT-scan showed foreign bodies within the ileum. A laparotomy revealed a perforation of the distal ileum at 15 cm from the ileocecal valve. A segmentectomy of the ileum was performed and 7 voice prostheses were removed, which based on the pictures provided seem to be provox vega voice prostheses (and at least one provox vega xtraseal). Antibiotics were administered. Results from pathology could not rule out inflammatory bowel disease (ibd) and the patient was therefore followed up with a colonoscopy and ileoscopy 6 weeks after the surgery, where biopsies were taken which were normal. Evaluation by atos medical ab: the patient has had a complicated history with his tracheoesophageal puncture, and ill-fitting voice prostheses, resulting in several ingestions and aspirations. These are hazardous situations identified in the risk management for provox vega and provox vega xtraseal, with warnings in the IFU. Most of the time, an ingested voice prosthesis will pass through the digestive tract without complication. An obstruction with consequent perforation is rare. The root cause seems to be inadequate follow-up at the patient's ent clinic. It should be common practice to investigate the location of a displaced voice prosthesis, in this case the patient has showed up for a placement appointment at least 7 times and received a new prosthesis without further investigation. There is nothing indicating a product failure since that many products, most probably of different batch and size, have been dislodged from the esophageal puncture. Vigilance trend data does not support that atos medical has had any long-term product problems that cause the product not to remain in the puncture. The clinician should consider not using vega prostheses that do not fit properly in the puncture. No remedial action/corrective action/preventive action/field safety corrective action (fsca) has been performed or will be performed due to this incident. The investigation concludes that the incident is not likely caused by a product error. Due to confidentiality reasons, the patient's name is not entered as the initial reporter. Instead, the sales representative's name is used.